Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Additionally, a second date of event for an additional occurrence was provided: (B)(6) 2024. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device burst twice, once in march and once in april. The patient had 7mls of water in his cuff when it burst, requiring a lot of suction to clear his chest. There was patient involvement and patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.